Event description:
Pt had essure procedure in 2004. Physician found the essure device had perforated through the right posterior aspect of the uterine fundus and attached to the descending colon. (B)(6) 2013, pt had essure device removed laparoscopically. Pt had no complications during surgery.